Event description:
It has been reported to philips that the wireless footswitch intermittently did not trigger x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for planned non-emergency treatment. The procedure was completed as planned by repressing the foot pedal. A philips remote service engineer (rse) examined the system remotely by connecting with the customer. The rse instructed the customer to check the wireless foot switch (wfs) and found that the light emitting diode (leds) for signal reception and battery status lighted up as intended indicating a functional wfs. However, as a proactive measure a philips field service engineer (fse) visited on-site and replaced the wfs and wfs base station. The system was returned to use in good working order and ready for clinical use. The wfs and wfs base station were returned for further analysis and no failures were observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was intermittent, and the procedure could be completed without problems on the same system. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable.